Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted during an anterior & posterior entrocele repair, partial vaginectomy, sacrospinous fixation, midurethral sling placement and cystoscopy procedure on (B)(6) 2014 for the treatment of pelvic organ prolapse and urinary incontinence. Patient was also diagnosed with uterovaginal prolapse and intrinsic sphincter defiency following the procedure. Patient reported having problems with retention following surgery. She had been on intermittent catheterizations and unable to void spontaneously. On (B)(6) 2014, patient underwent sling lysis and cystoscopy procedure to treat the urinary retention. During the procedure, it was noted that the patient's introitus was severely stenotic from her previous surgery and her vaginal epithelium was scarred in. Approximately 1cm of the left-sided sling material was excised which seemed to help loosen the support to the urethra. On (B)(6) 2015, patient underwent complex uroflowmetry, complex cystometrogram, voiding pressure study, intraabdominal pressure monitoring, sphincter emg using surface electrodes perianally and simultaneous fluoroscopy procedures to evaluate urinary frequency, urgency, voiding difficulties and bladder pain. It did appear that the patient had a painful bladder syndrome and hypersensitive bladder. There was no urodynamic detrusor overactivity and a possible sphincter hyperactivity. Her bladder diary showed voided volumes from 50 ml up to about 125 ml, and periodically she would empty via catheter (volumes of 75ml up to 200 ml) when she did not feel able to void on her own. She also had significant urgency with 16 voids in a 24-hour period. On (B)(6) 2015, patient underwent cystourethroscopy, hydrodistention, biopsy of hunner lesions, injection of lesions with kenalog and fulguration of lesions. Her symptoms preoperatively included urinary frequency, urgency, bladder pain, and voiding difficulties. During the procedure, three distinct areas of lesions were found that were erythematous in classic hunner lesion appearance.

Manufacturer narrative:
Correction to block b5 - to report relevant information surrounding the event that was not included in the previous report but was provided in the medical records. Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2014 was chosen as a best estimate based on the date of the first revision surgery. Block e1: this event was reported by the patient's legal representation. Device implanted by dr. (B)(6) of (B)(6) hospital. Sling lysis & cystoscopy performed by dr. (B)(6). Subsequent procedures performed by dr. (B)(6) of (B)(6). Block h6: patient codes e1715, e2337, e1309, e1311, e2330, e1308 and e2401, capture the reportable events of vaginal epithelium scarring, stenosis, urinary retention, voiding difficulties, bladder pain, urinary frequency and hunner lesion. Impact code f19 capture the reportable event of additional surgery. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
The exact event onset date is unknown. The provided event date of (B)(6) 2014 was chosen as a best estimate based on the date of the first revision surgery. This event was reported by the patient's legal representation. Device implanted by dr. (B)(6) of (B)(6) hospital. Sling lysis & cystoscopy performed by dr. (B)(6). Subsequent procedures performed by dr. (B)(6) of (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted during an anterior & posterior enterocele repair, partial vaginectomy, sacrospinous fixation, midureteral sling placement and cystoscopy procedure on (B)(6) 2014 for the treatment of pelvic organ prolapse and urinary incontinence. Patient was also diagnosed with uterovaginal prolapse and intrinsic sphincter defiency following the procedure. Patient reported having problems with retention following surgery. She had been on intermittent catheterizations and unable to void spontaneously. On (B)(6) 2014, patient underwent sling lysis and cystoscopy procedure to treat the urinary retention. During the procedure, approximately 1cm of te left-sided sling material was excised which seemed to help loosen the support to the urethra. On (B)(6) 2015, patient underwent complex uroflowmetry, complex cystometrogram, voiding pressure study, intraabdominal pressure monitoring, sphincter emg using surface electrodes peranally and simultaneous fluoroscopy procedures to treat urinary frequency, urgency, voiding difficulties and bladder pain. It did appear that the patient had a painful bladder syndrome and hypersensitive bladder. There was no urodynamic detrusor overactivity and a possible sphincter hyperactivity. On (B)(6) 2015, patient underwent cystourethroscopy, hydrodistention, biopsy of hunner lesions, injection of lesions with kenalog and fulguration of lesions. During the procedure, three distinct areas of lesions were found that were erythematous in classic hunner lesion appearance.